Manufacturer narrative:
Updated information: updated product and lot information was received the customer. The following fields have been updated: medical device catalog #: 305930. Medical device lot #: 7228550. Expiration date: 08/31/2022. Unique identifier (UDI) #: (B)(4). 510k #: k992734. Device manufacture date: 08/16/2017. Investigation results: summary: investigation summary: customer returned (4) 1ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot # 7228550. Customer states that the nurse went to pull cap of sg insulin syringe and the entire safety arm pulled off exposing the needle only. All returned syringes were tested and the safety mechanism did not separate from the syringe when removing the shield on any of the samples. All samples were also tested and the safety mechanism was able to activate properly on all samples without any observed defects. Customer also returned a photo of a loose safetyglide insulin syringe. The photo was examined and exhibited the safety mechanism separated from the barrel of the syringe. A review of the device history record was completed for batch # 7228550. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200719257] noted for safety feature loose. There was one (1) notification [200713267] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause: safety mechanism separates from the barrel during the shielding process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd safetyglide¿ insulin syringe with attached needle separated when the nurse "went to pull the cap off, the entire safety arm pulled off exposing the needle." There was no report of injury or medical intervention.